Event description:
It was reported that the lead dislodged. It was noted that the patient does gymnastics and made strong circular motions with his arms. Upon explant, the lead appeared to be knotted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.